Event description:
Six months after receiving a 2.5 x 23mm cypher stent in the left anterior descending (lad) , the pt had in-stent restenosis. No add'l info was available.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.